Event description:
It was reported that the asymptomatic patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.